Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it had reached elective replacement indicator (eri). It was confirmed that brady therapy remained available. Device memory was reviewed, no system resets or codes were recorded by the device, and a trend of high and rising power was observed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.